Manufacturer narrative:
(B) (4): results: (death). Conclusion: (diseased vessels).

Event description:
A talent stent graft system was implanted into a patient for the endovascular treatment of an abdominal aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as severely diseased. It was reported that the talent stent graft system (MFR. Report # 2953200-2010-01411, MFR. Report # 2953200-2010-01412) was implanted without issues. However, several hours post-implantation, the patient's blood pressure was dropping, and a hematoma in the right groin was noted. The physician elected to surgically-repair the hematoma, but when the physician opened the patient in order to attempt to sew in the graft material, the condition of the native vessel deteriorated. The physician attempted to clamp the aorta above the stent graft; however, the aorta was brittle, and the vessel broke apart. The physician was unable to control the bleeding due to the severely diseased vessel, and the patient expired during the repair attempt.